Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and multiple occurrences of system error 21502 (flange sensor error) were observed. A flange sensor test was performed, and the results failed. The reported condition was verified. The cause was determined to be from the flange assembly. The mechanism and flange assembly require replacement in order to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump experienced a system error 21502 (flange sensor failure). This issue occurred during set up in the anesthesia department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.